Event description:
ICU medical primary plum set , clave port, clave y-site, secure lock- clave port snapped off. Identified when medication was running onto the floor. When rn(registered nurse) investigated identified clave port broken. (B)(6).